Manufacturer narrative:
It was reported that the device displayed error message regarding the vigilance device pedal. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. The analysis of available datas confirmed the error messages and indicates that the most probable root cause is a mismanagement of the vigilance device. However this hypothesis cannot be confirmed. The vigilance device has been test during maintenance and appeared to be functional. The root cause of the issue remains unknown. (B)(4).

Event description:
When driving to first trajectory in automatic mode, the robot arm started moving towards target axially, and noted that the vigilance device was released. When trying to continue movement, the robot detected that he vigilance device was released. The field service engineer unplugged vigilance device, and still got the same message. After multiple failed attempts, fse tried to send robot to home position via clearance procedure, and received message "impossible to modify cooperative mode parameters" and shutdown occurred.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
When driving to first trajectory in automatic mode, the robot arm started moving towards target axially, and noted that the vigilance device was released. When trying to continue movement, the robot detected that he vigilance device was released. The field service engineer unplugged vigilance device, and still got the same message. After multiple failed attempts, fse tried to send robot to home position via clearance procedure, and received message "impossible to modify cooperative mode parameters" and shutdown occurred.